Event description:
The customer reported the display is blank and makes constant beeping sounds when the unit is turned on.

Manufacturer narrative:
(B)(4). The customer reported the display is blank and makes constant beeping sounds when the unit is turned on. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.